Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and a lead was implanted and attached to an external pulse generator (epg).  No further patient complications have been reported as a result of this event.